Event description:
The customer reported that the device could not be re-opened while applied to tissue. The surgeon removed the device from the tissue by using a surgical scissors to resect the tissue directly adjacent to the jaws of the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. When the device evaluation is complete a follow-up report will be submitted.